Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer's mother reported an issue with their free style flash blood glucose monitor, which suggests the memory overwrite malfunction has occurred. The customer's mother reported a delay in receiving medication due to meter malfunction. There was no report of death or serious injury associated with this event.